Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and black particles in the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and brown biological tissue. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.